Event description:
During the (B)(6) 2014 procedure, the surgeon had difficulties with the instrumentation provided with the implant that was used to prepare the femoral canal. The surgeon also expressed dissatisfaction with the cutting guide, preferred sequential rasp/broaches for the custom stem, damage to axle cap on insertion and difficulties rotating the axle. The surgeon noted that the patient outcome was good.

Manufacturer narrative:
An investigation is pending. A supplemental report will be filed.

Manufacturer narrative:
The distal femur jts was implanted with no reported complications. A rasp was sent with a sub-optimal attachment. This attachment generated an axial motion rather than the curved action that was required to prepare the canal. The difficulties associated with tibial preparation were exacerbated by the fact that the tibial guide was probably too large for this (B)(6) year old patient. During femoral preparation, the resection level was changed intra-operatively 3 times by the surgeon and did not match the level that was originally specified by the surgeon and as captured in the design proposal. This resulted in difficulty using the curved rasp to prepare the proximal femoral canal and resulted in the surgeon trimming the curved stem of the implant using a midas rex tool intra-operatively. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Stanmore implants worldwide will continue to monitor for trends. Correction: common device name corrected from distal femur extendible implant to limb salvage system.

Event description:
It was reported that the surgeon had difficulties with the instrumentation provided with the implant that was used to prepare the femoral canal. The surgeon also expressed dissatisfaction with the cutting guide, preferred sequential rasp/broaches for the custom stem, damage to axle cap on insertion and difficulties rotating the axle. The surgeon noted that the patient outcome was good. This is a supplemental report to 3004105610-2014-00013 ((B)(4)).